Manufacturer narrative:
An altis sling and two introducers were returned for evaluation. Examination of the sling revealed the static anchor, suture and part of the mesh were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. No abnormalities were noted with the introducers. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. The rough and irregular surface of the dynamic suture, described above, and the detachment of the dynamic anchor are consistent with stress placed on the altis sling. Detail was not provided as if there were any issues that may have occurred prior to the detachment. The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information the first needle pass was placed in correct place with both pops felt and heard. Surgeon removed trocar needle from the patient. Surgeon then softly pulled on sling to test static anchor was secure in obturator foramen. As the surgeon pulled to test the anchor was secure, the sling came out of patient and no anchor was present. Second altis opened and procedure was completed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information the first needle pass was placed in correct place with both pops felt and heard. Surgeon removed trocar needle from the patient. Surgeon then softly pulled on sling to test static anchor was secure in obturator foramen. As the surgeon pulled to test the anchor was secure, the sling came out of patient and no anchor was present. Second altis opened and procedure was completed.